Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 25 mg/dl, 80 mg/dl, and 81 mg/dl. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.